Event description:
The customer reported that the slider was missing from the large access panel. This problem was discovered during set-up and therefore no pt incident or injury occurred.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found the slider open on a pt access panel. In addition, 1" holes and tears were found on panel side a and a missing zipper slider on panel side b. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).